Manufacturer narrative:
H3 and h6 codes: updated. One (1) sample and four (4) images were returned for evaluation. A review of the lot history identified no nonconformities that could have contributed to the reported complaint. The returned images showed the adhesive pad delaminating from the infusion site base. Functional testing confirmed that the infusion site base had separated from the adhesive pad, and minimal blood residue was observed on the adhesive pad. The reported complaint of separation was therefore confirmed. The probable cause of the issue was determined to be an adhesive-related failure.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the plastic portion of the infusion set containing the cannula detached from the adhesive while in use. There was patient involvement/no harm reported. Detachment of cannula during infusion could cause interruption of therapy.